Manufacturer narrative:
The device device was returned for evaluation. Rather than confirm the inital complaint of under-delivering, (B)(4) found the pump to be delivering above the 5% non-reportability threshold. The device was found to need re-calibration and its annual preventive maintenance service. It was several months overdue for pm as prescribed in the user manual.

Event description:
The initial reporter stated that the pump was "under infusing." No injury was reported, and no further information was provided. (B)(4).